Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history review, and referring to known similar events, it was presumed that tensile stress generated with removal manipulation might have been locally applied on the tip of the gaia second guide wire while the wire tip was trapped due to anatomical and lesion conditions, causing the fracture of the core wire and the elongation of the outer coil. Although it was concluded that this event was not attributed to product quality, additional treatment by guide extension catheter was considered an adverse patient effect. As the affected guide wire was not returned, it could not be completely ruled out that some wire fragment(s) might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] removal difficulty of guide wire breakage of the guide wire.

Event description:
It was reported that an asahi gaia second guide wire was used during a percutaneous coronary intervention (pci) for an unspecified lesion in the coronary artery. The distal segment of the gaia second guide wire was trapped in the coronary artery. Upon withdrawal of the subject gaia second guide wire using a guide extension catheter, thread-like elongation was observed at the tip of the gaia second guide wire. The procedure was then continued and completed with a new guide wire. It was informed that there were no adverse patient effects associated with this event and the patient was discharged.